Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted the suction tubing was kinked. The kinked portion of the tubing was removed. No report of patient involvement. (B)(4).

Event description:
The hospital reported that the suction was not functioning as expected. There was no reported patient involvement.